Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received results of 40 mg/dl, 148 mg/dl, and 156 mg/dl within 10 minutes on the compact plus system. No actions taken based on device results. No adverse event reported. Customer declined to provide additional information. Requested return of suspect device and replacement was sent.